Event description:
During pci on a male, patient, an intervascular ultrasound was being performed and the ivus catheter broke off requiring prolonged attempt to retrieve it with a snare. Dates of use: 2009. Diagnosis: pci.